Manufacturer narrative:
Device evaluation- seven unused devices were returned for evaluation. The devices were visually examined; no discrepancies were found. The devices were given functional testing and no leakage occurred. The reported issue could not be confirmed with the returned devices.

Event description:
It was reported the device was cracking and blood leaked as a result. No adverse effects reported.